Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 13 pro max / 2.9.1 / ios_18.6.2.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. There was no reported adverse impact to the customer. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter.